Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during the implant procedure, after prolonged attempts of placing the lead there was difficulty passing stylets through the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.